Event description:
A malfunction alarm occurred with the reported pump, identified by the code malf 16. There was no information about any adverse impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer, who had no backup therapy available, planned to contact a healthcare provider.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.